Event description:
Customer reported via phone, she was hospitalized twice for low blood glucose levels, unknown values. First incident was on (B)(6) 2015, customer had flown back from her trip the day prior and customer is not sure what may have caused the low. The second occurrence was on (B)(6) 2015, customer's boyfriend was able reach her so he called the paramedics. They broke down her door to assist her. She admitted but doesn't recall the event very well. Troubleshooting was performed. She has been experiencing lows for six months and hasn't been on the device for the past six weeks. The drive support cap was normal and it hadn't been exposed to an MRI. Displacement test was performed and it failed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.